Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04544.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of a 23mm sapien 3 transcatheter heart valve, on aortic position by transfemoral approach. During valve deployment, at 95% of inflation the balloon burst. The valve was deployed successfully. The degree of calcification was moderate. When retrieving the system, the balloon in umbrella shape got stuck on the esheath, therefore, a surgical cut down was performed. The patient was stable, extubated and conscious, and will be discharged soon. As per medical opinion, it was due to presence of calcium at the deployment area. As per pre-decontamination evaluation of the esheath, the following was observed: liner torn, two liner strands, and kinks at the hdpe material.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually inspected upon return and the following was observed: kinks on esheath shaft found at 3.0'', 5.0'', 7.5'', 9.0'', and 10.25'' from distal tip. Liner strand along liner tear. Partial delamination of liner. Strain relief cut from distal end to sheath hub. Liner torn along sheath shaft from strain relief to distal tip. Distal tip was opened as designed. Liner thickness was measured along the liner tear and liner strand and all measurements met specification. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints sheath liner strand, sheath liner torn, and sheath kinked/bent were confirmed through evaluation of the returned device. Inspection of the returned device showed no indication of a manufacturing non-conformance. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigation supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''when retrieving the system, the balloon in umbrella shape got stuck on the esheath, therefore, a surgical cut down was performed.'' Per evaluation of returned device, the sheath liner was torn along the sheath shaft and one strand was observed along the tear. Kinks were also observed along the sheath shaft. As the delivery system balloon as ruptured, it is possible that the altered balloon profile caught onto the liner and tore it during withdrawal. Additionally, as withdrawal difficulty was experienced, excessive device manipulation may have been applied in an attempt to overcome it which may have further led to the liner tear, strand, and shaft kink. As noted, a surgical cut down was performed in order to remove the devices. It is also possible that excessive manipulation during surgical cutdown and removal of the devices caused the liner tear, strand, and kinks on device. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint events. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative actions, nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.